Event description:
Info was provided that the physician used a rosen wire to straighten out the pigtail of the cook drainage catheter, after cutting it into the mac-loc locking mechanism (this was done to gain access for ureteral stent insertion-gaining access through existing cook drainage catheter). The rosen wire broke during the attempt to straighten out the pigtail. He then used a rpc-35-180 for the procedure. Info provided 06/27/08 states, the wire broke while the catheter was in place. The physician was able to grab the broken wire and gently pull it out. There was no harm to the pt.

Manufacturer narrative:
Eval; the complaint device was returned in an opened, used and damaged condition. A visual examination confirmed a portion of the coil, located at the distal end has separated from the main shaft, measuring in its current condition, approx 63 cm in length. Elongation was also noted to be present at both points of separation. In addition, the safety wire was found to have separated, approx 19 cm from the apex of the curve. Based on the info provided and the results of our investigation, this incident appears to be the result of a procedurally related event, rather than the fault of the device in question. We have notified the appropriate personnel of this report and will continue to monitor this device.